Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that there was an issue when de-accessing the needle. It was stated when pulling out the needle, the needle did not completely lock into the safety chamber. This has happened twice. This report addresses the first device.